Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens -8.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to significant reduction of irido-corneal angels. The exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).